Manufacturer narrative:
UDI: (B)(4). The actual device was returned for evaluation. During repair, it was determined that the reported condition was confirmed. The assignable root cause was traced to component failure from faulty parts. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from india that during service and evaluation, it was determined that the compact air drive device had a sticky trigger and the forward of the trigger was blocked. It was further determined that the device failed pretest for check for excessive noise, check for noticeable untrue running and check triggers for forward / reverse mode. It was noted in the service order that the device was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.